Manufacturer narrative:
Results of a device evaluation will be filed in supplemental when sample is received.

Event description:
Line inserted on (B)(6) 2012, catheter fractured six hours later when flushing with normal saline. Fractured occurred at the position 0.5 cm below the oval disk.